Manufacturer narrative:
(B)(4)

Event description:
It was reported that a non-sustained rv oversensing episode was observed. Review of the egms revealed possible myopotential oversensing. Programming changes were recommended.